Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During insertion of a broviac catheter tpn single lumen, the catheter spilt it in two prior to completing insertion. The catheter was removed from the field. There were no injuries or additional medical intervention.